Event description:
Doctor was doing a laparoscopic kidney donor using the harmonic ace. After he burned some tissue, he went to remove the harmonic from the port site and noticed something in the jaws of the harmonic. Upon closer examination it appeared that the jaw lining was pulling away from the actual jaws. The harmonic was removed from the field and replaced with a new one.